Event description:
It was noted that the pod was worn longer than 48 hours and resulted in an allergic reaction to the adhesive. The patient visited their dermatologist and was prescribed a cream for the allergic reaction (name of cream not provided).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to patient's infusion site allergic reaction. No lot release records were reviewed, as the product lot number was not provided.